Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
There was no audible alarm and the concentrator shuts down. Unit has 23548 hours.

Manufacturer narrative:
The device was returned and they found the sieve bed to be saturated.

Event description:
There was no audible alarm and the concentrator shuts down. Unit has 23548 hours.